Manufacturer narrative:
Device received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform the displacement, operating currents, and self test. Unable to confirm no button response due to frozen display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display issue. The customer¿s blood glucose level was 363 mg/dl. The customer also reported that the insulin pump received a weak battery alert and was able to clear the alarm. The customer reported that the screen was not completely blank. Customer reported that they were unsure if an alarm occurred during, or after, the buttons stopped responding. The device will be returned for analysis.